Manufacturer narrative:
The device will not be returned for evaluation, therefore a failure analysis of the complaint device could not be completed. The batch number is unknown, therefore, a review of the manufacturing documentation could not be performed. The most probable root cause will be documented as anticipated procedural complication because the reported event of vessel dissection is a known potential adverse event of peripheral dilatation noted within the directions for use.

Event description:
The report received indicated in 2005, a male patient experienced a minor non flow limiting dissection, and perceived pain after treatment with the polarcath peripheral dilatation system. The patient presented with minor tissue loss (fomtaine IV or rutherford grade iii category 5) with no history of a previous endovascular treatment in the peripheral arteries. The target lesions were the proximal superficial femoral artery with a length of 60 mm and the distal superficial femoral artery with a length of 80 mm. The proximal superficial femoral artery lesion was complex with no calcification but with a 60% eccentric stenosis. The distal superficial femoral artery lesion was with no calcification, but with 60% eccentric stenosis. A 5.0mm x 4.0cm x 80cm polarcath device was inserted into both lesions and inflated once. A minor non-flow limiting dissection was reported after the procedure, but there were no additional intervention. The report indicated that a determination could not be made as to whether the dissection resulted after dilatation of the target lesions. It is not clear how or when the dissection occurred, due to the limited amount of information that has been provided.subject perceived pain during cryoplasty inflation of both target lesions. Total cryoplasty procedure time for both lesions was 20 minutes. No follow up information was provided.